Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 240, 269 and 259 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is 02/03/2017. The customer stated he has not had any recent changes in diet, exercise, or medications. The customer stated he takes insulin for diabetes management but is uncertain of the exact name. The customer provided the last five results produced by the meter from his daily logbook but was unable to provide exact times for results: (B)(6).